Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the plastic tip came off of the suction irrigator instrument and fell inside the patient. There was no patient harm, and the customer were able to retrieve the piece. The procedure was completed with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .